Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2019. The patient presented and the valve was explanted. At explant a leaflet tear in the non-coronary cusp at the commissure was noted. Additional information has been requested.

Manufacturer narrative:
The reported torn leaflet was confirmed. Leaflet 1 was torn at stent post 2. Leaflet 2 had fibrous pannus ingrowth on the inflow surface. A thin layer of fibrin was present on leaflets 2 and 3. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2019. The valve was explanted due to leaflet tear in the non-coronary cusp at the commissure. All attempts to obtain additional information were unsuccessful.